Manufacturer narrative:
D4. Lot# to04249. UDI:(B)(4). D9. Yes. H6. Investigation findings: 4248. Investigation conclusion: 22. H11. Device evaluation a review of the device history record for the identiti alif standalone graft bolt was conducted. The implant met all dimensional specifications at the time of manufacturing and passed quality control incoming inspection requirements. There is no evidence that the manufacturing process may have contributed to the failure mode. Visual inspection of the explanted graft bolt observed noticeable wear, including removal of anodization, along the major diameter of the threads along the shank and head. In addition, the threads along the head of the graft bolt were visibly deformed and flattened. While the root cause of this failure cannot be definitively confirmed, the observed damage is consistent with effects typically associated with off-axis insertion, such as non-concentric placement or a shallow-angle trajectory. Labeling review- "warnings/cautions/precautions: care should be taken in performing screw hole preparation to facilitate a proper graft bolt insertion trajectory and implantation. Confirm under fluoroscopy that the graft bolt insertion angle is as close as possible to a 40° trajectory. A shallow or incorrect graft bolt trajectory may result in encroachment of the spacer and lead to graft bolt breakage."

Manufacturer narrative:
The explants have not yet been returned for evaluation, although their return is anticipated. Due to the absence of a provided lot number, a review of the device history records could not be performed. As a result, the root cause cannot be determined at this time based on the available information. This report is being submitted in compliance with the requirements outlined in 21 cfr 803. Any fields left blank are due to the unavailability of relevant information at the time of submission.

Event description:
During an anterior lumbar interbody fusion (alif) procedure, a graft bolt was being inserted into the spacer, and minimal resistance was expected as the bolt head threads engaged. However, the bolt appeared to pass through the cage without properly locking. Radiographic imaging showed that the distal threaded portion of the bolt had gone through the cage, potentially breaching the spinal canal. The bolt and spacer were subsequently removed and replaced with new hardware.